Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000086773.

Event description:
It was reported patient was not getting adequate pain relief. Patient was experiencing uncomfortable stimulation even after being reprogrammed. Investigation is unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.